Event description:
It was reported that the programmer was returned to receive software updates. It was further requested that it have an analyzer added. The programmer was returned to service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer failed tests and it was determined that the electrocardiogram connector on the link electronic module (lem) board was loose and therefore the lem board was replaced and calibrated. It was further noted that the programmer booted to an error and that software was unable to be reloaded and the media processing unit was replaced and the hard drive reimaged and software reloaded, and that its system fan was noisy so the fan was replaced as well. (B)(4).